Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that drawer 5 could not be recovered and was not detected on the communication bus. The field service engineer (fse) identified that the drawer was being detected as not closed. Upon removal of the back panel, a faulty latch sensor was identified. The station was powered down, and the hardtop and sensor were replaced due to excessive wear. After startup, the drawer was successfully recovered and tested. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 5 could not be recovered and the device was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.